Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4) actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread was broken before use. A picture from customer has been provided and shows a thread where its core seems to be "popping". There is no patient involvement.